Manufacturer narrative:
Patient had previous gi bleed reference in MFR#2916596-2020-01466 the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported patient had varying pi events on (B)(6) 2020. Patient had a st-elevation myocardial infarction on (B)(6) 2020 and was found to have a clot in the aorta compressing the left main stem. The pi ranged from 2.7-11.9. Log file analysis captured no unusual events in the log files, but the pump parameters trend shows a decreased flow compared to the periodic flow. Additional information received indicated the patient had chest pain and myocardial infarction in critical status. Patient had previously a gastrointestinal bleed and anticoagulation was on hold. A left heat catheterization was performed. The plan of care was anticoagulation only and treat symptoms. It was unknown if the clot was device related.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported myocardial infarction and clot could not be conclusively established through this evaluation. The submitted system controller event log file contained data on (B)(6) 2020 from 8:56:16 am through 10:08:21 am. Pi events were observed throughout the file. A specific cause for the pi events could not be determined. No hazard alarms were captured. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists myocardial infarction and thromboembolism as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This document also states that there are no audible alarms with a pi event and explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.